Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that over-sensing determined to be post paced t wave over-sensing was observed on the implantable cardioverter defibrillator. Programming changes were made. The patient was stable.